Manufacturer narrative:
Intellanav mifi open-irrigated catheter was evaluated by boston scientific. Visual inspection noted the irrigation extension tubing totally detached or separated from the luer fitting at the adhesive joint. Laboratory analysis found a leak reportable malfunction and confirmed the reported clinical observations.

Event description:
During an ablation procedure to treat premature ventricular contraction, an intellanav mifi open-irrigated catheter was selected for use. It was reported that the luer tubing of the catheter was detached from the catheter handling. Also, fluid was leaking from the distal end of the handle. No error messages were displayed. The catheter was replaced with one of the same make and model and the procedure was completed successfully without patient complications. The device is expected to be returned.

Event description:
During an ablation procedure to treat premature ventricular contraction, an intellanav mifi open-irrigated catheter was selected for use. It was reported that the luer tubing of the catheter was detached from the catheter handling. Also, fluid was leaking from the distal end of the handle. No error messages were displayed. The catheter was replaced with one of the same make and model and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.